Manufacturer narrative:
The system was used for treatment. A review of kit lot d314 was performed and there were no nonconformances associated with this lot. This lot met release requirements. The (B)(4) lot number was not provided, as it was not administered. However, a review of all (B)(4) lots manufactured since (B)(4) 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, tubing leak, alarm #16: collect pressure, and alarm #17: return pressure. No trends were detected. Corrective and preventive actions were initiated for complaint categories, tubing leak, alarm #16 and alarm #17. Service order, (B)(4), was completed. The service engineer cleaned under the return pump head and replaced the pump head. He then performed satisfactory system checkout procedure. This assessment is based on information available at the time of the investigation. Evaluation of the returned kit is still in progress at the time of this report. A supplemental report will be filed with the results of this evaluation. (B)(4).

Event description:
Customer called to report blood leaking from the recirculation pump tubing segment during buffy coat collection at 1500 ml whole blood processed. Customer stated she noted air in the tubing going to the treatment bag during buffy coat collection and when she checked the recirculation pump, she noted fluid leaking on the pump deck. The customer aborted the treatment procedure and did not return any blood/products to the patient. The patient was reported to be stable. Customer stated there were no alarms during prime. There were return pressure alarms and collect pressure alarms during the procedure prior to observing the leak. Customer stated they were able to clear the alarm after flushing patient's access line. Customer stated no there was no clotting or occlusions noted in the kit. The customer has returned the kit for investigation. Service order (B)(4) was dispatched to clean the blood pump where the fluid leaked.

Manufacturer narrative:
The kit and photos were received for analysis. Pressure testing of the recirculation pump tubing segment confirmed it as the location of the leak. However, examination of the site of the leak determined that it was not caused by a manufacturing defect in the kit. The observed defect is consistent with an issue during installation of the kit pump tubing segment onto the pump head of the instrument. Based on the analysis for this complaint, no remedial action was taken. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Not returned.